Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was still covered by the blue needle guard after insertion on (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 457 mg/dl and the patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.